Event description:
Patient reported experiencing elevated blood glucose levels of 350's and 400's mg/dl; bolused via pump. Patient stated she had to bolus more to reduce the elevated blood glucose levels. Patient reported she switched to her backup pump and her reading returned to normal range. No adverse event reported. Requested return of the alleged device for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.